Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the info provided by the customer. Product deficiency was not established. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.7, 4.1, 3.0. Therapeutic range: 2.0-3.0. All tests were conducted the same day; unknown amount of time between the tests. Patient was milking finger after finger stick; touched finger to sample well when applying sample.